Event description:
Boston scientific crm received information that the sales representative was looking over the patient's chart and noted that the right ventricular (rv) lead exhibited unknown performance issues two to three weeks post implant. According to the chart, the lead was revised and remained stable for four more years. It was at this time that rv loss of capture with ventricular tachycardia episodes were noted. During a device interrogation one year later, electrogram strips were sent into technical services (ts) for review due to concern over t-wave oversensing. Ts advised that the strips showed rv loss of capture on the evoked response channel, not t-wave oversensing. All other lead measurements remained stable. The physician stated that he would assess the lead integrity during the device change out procedure. No adverse patient effects were reported. The rv lead was surgically abandoned during the revision procedure since the physician was unable to retract the fixation helix. A new rv lead was successfully implanted and no adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary. This lead was surgically abandoned and a new lead was successfully implanted. Therefore, boston scientific cannot confirm the clinical observation. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.